Event description:
The consumer reported that while injecting herself with a bd insulin syringe with bd ultra-fine needle, the needle broke off in her abdomen. The consumer went to the emergency department where she was evaluated and had an ultrasound to locate the broken needle. Two unsuccessful surgical procedures were attempted to try and remove the broken needle. The consumer was advised to leave the broken needle alone and to watch for infection. The consumer was also given prophylactic antibiotics. It was also reported that the pt's sutures have been removed and she is doing well.

Manufacturer narrative:
The device in question is not available for evaluation. The customer states that she will return sample from the same box, the device came from. Once the sample is received, it will be evaluated and upon completion of the investigation, a supplemental report will be filed. (B)(4).